Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the nc quantum apex catheter was received inside an nc quantum apex product pouch and shelf box. The batch number on the label of the returned product pouch and shelf box matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4mm from the distal end of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary rotational atherectomy, balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous mid left descending artery (lad). A 15mm x 3.00mm nc quantum apex balloon catheter was selected and advanced to treat the target lesion. The physician dilated the lesion at 8 atmospheres for 5 seconds;however, the indeflator indicated a reduction of pressure. The physician removed the device and noticed the balloon ruptured. The physician performed rotablation and deployed an unspecified stent. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.